Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the pump catheter was replaced due to it being blocked and not dispensing medication. No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 09/11/2017. It was reported that the pump needed to be replaced as the patient was having issues with the pump. According to the consumer, the pump was not dispensing medication right anymore. When the pump was refilled in (B)(6), it had 2 more cc's removed than expected. The last three refills had volume discrepancies in which there had been more drug in the pump than expected. The catheter had not been checked, though the consumer noted that the patient's catheter was only 3 months old. According to the consumer, the patient was starting to have withdrawal symptoms. The patient also had low iron issues that were not related to the pump. The consumer was inquiring about contacting a manufacturer's representative and was looking for a surgeon to replace the pump as the pump had been delivering consistently until the (B)(6) 2017 refill. The patient's pump medication was provided as dilaudid at 4.066 mg/day and bupivacaine at 1.7678. The consumer noted that the bupivacaine had been increased by 10%. The patient's pump was implanted in (B)(6) 2014. No further complications were reported. Additional information received on 09/14/2017 from the consumer reported they think the patient¿s current pump was malfunctioning. The patient¿s family member stated, ¿the pump was refilling in (B)(6) 2017 and was fine¿. The family member stated it was refilled in (B)(6) 2017, and the hcp got 2 more cc than anticipated noting it should have been 2 cc. The family member stated at the last refill on (B)(6) 2017, the hcp got 4 cc more than anticipated. The family member stated she wanted someone who worked with the pump to check the pump. The family member noted that the manufacturer representative said it was the catheter. The family member said the pump was not reading what it was supposed to.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient¿s pump was malfunctioning. The caller (patient¿s family member) clarified that during refills the pump was not dispensing what it said it was dispensing. There had been more drug left in the pump than what was expected. There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts. No patient symptoms/complications were reported. The caller stated the drug information was the same for all three refills, but didn¿t know the type, dose, or concentration. The first time the issue was discovered was during a refill in (B)(6) 2017, the second time was in (B)(6) 2017, and the 3rd time was in (B)(6) 2017 (¿2-3 weeks ago¿). The caller stated she would be seeing a health care provider the day of the call in the afternoon.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8711 lot# j0056623r serial# implanted: 2001 (B)(6) explanted: 2017 (B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the patient and their spouse reported intermittent lapse in therapy from time to time. They insisted it was the pump. They stated the managing office reported from time to time the refills had more drug in the reservoir that the programmer showed but there were no pump alarms. The patient symptoms were reported as increased libido. There were no environmental, external or patient factors that may have led or contributed to the issue. The patient¿s spouse insisted the pump be replaced. The actions and interventions taken to resolve the issue was the pump was replaced and during the replacement, the physician tried to aspirate the catheter and it would not aspirate. The physician decided to put in new catheter as well. The issue was resolved at the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath serial# unknown product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Interrogation of the pump determined it was used to infuse dilaudid [11.5 mg/ml] at 4.4468 mg/day and bupivacaine [5.0 mg/ml] at 1.9428 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID neu_unknown_cath serial# unknown product type catheter product ID 8711 lot# j0056623r implanted: (B)(6)2001 explanted: (B)(6)2017 product type catheter. . Evaluation of implantable pump (B)(4) revealed residue in the motor gear train and wearing on the upper and lower shaft of gear number two. Evaluation of the implantable unknown catheter did not reveal any significant anomalies. Of note, only a small portion of the catheter connector was returned. If information is provided in the future, a supplemental report will be issued.